Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine at an unknown concentration at a dose of 3 mg/day and morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on (B)(6) 2017 that an alarm was heard and confirmed by telemetry to be a critical alarm of reset occurred and safe state occurred. It was noted that the patient was in the emergency room (ER) and was confused, which was considered a sudden change in therapy/symptoms. It was indicated that the date of the alarm was unknown as the logs had not been read. It was stated that the patient was on the other side of the hospital and the hcp would interrogate the pump and call back. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the pump was still in a safe state/low battery reset condition since (B)(6) 2017. It was indicated that the logs were full of reset occurred ¿ low battery messages. It was related that the patient had received treatment at the hospital but was reportedly still confused and having altered mental status. It was noted that the hcp changed the batteries on the programmer and was able to print. No further complications were reported.